Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep was received. Rep stated that recharging too often, patient had difficulty with getting coupling. Rep said patient was not getting anything beyond 4 coupling bars. Patient had 2 ins rechargers (insr), first recharger in al feature gave patient 70 but no coupling bars, second recharger gave 64 in al but dropped to 30 when sitting. Patient stated recharging had gotten progressively worse since (B)(6) 2018. Technical services had rep use insr with al feature, which got 64 and that resulted in 8 coupling bars, and the coupling dropped to 2 bars during the conversation even though patient didn¿t move. Rep stated ins was not at an angle or too deep per rep. Technical services initially suspected that angle of implant might have changed when patient was standing compared to sitting. It was stated patient went from 8 bars to 2 when sitting, ts would send another insr antenna for patient to try. It was noted recharger antenna was damaged. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had difficulty charging. The ins was in the right posterior hip/waist transition zone and the patient lost about 65 pounds. The recharger was difficult to pair with the ins which resulted in a por/overdischarge. The issue was not resolved but the por would be cleared by another representative. Additional information received from a manufacturer's representative. It was reported that the difficulty charging was due to the fact that the pocket lies in the transition area of their hip-to-waist and the patient had lost 60 pounds. It was noted that it was unknown (but speculative) if the placement issue was due to user error. No further complications reported.